Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook ivc filter. E3) occupation: other-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "the legs were extra caval and forceps were used to remove the filter." Patient outcome: one primary leg remained inside the patients body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref#: (B)(4). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and image review. It was reported that the legs were extra caval and the filter was removed by forceps. A fractured primary leg remained in the patient. No harm reported. Two poor quality images demonstrate a celect ivc filter in what appears to be a chronically partially occluded ivc. The two lateral most primary filter legs are splayed >3.5cm and both appear to extend > 2cm outside of the column of contrast, indicating penetration. However, only 3 primary filter legs can be appreciated, but due to the image quality it is difficult to determine if the primary filter fracture was present prior to the removal. The filter was successfully removed using forceps and the follow-up image demonstrates the fractured fragment of the primary filter leg oriented parallel to the posterior spinous processes. In the absence of cross-sectional imaging to evaluate the relative position of the ivc filter relative to the adjacent structures and potential interactions that may have contributed to these abnormal forces, it is only speculation as to why penetrations and fracture occurred. Fortunately, the fracture fragment included on the images appears to likely be extravascular and would be little potential risks to the patient. Importantly, the celect ivc filter was removed, as it was no longer clinically indicated. Lot# and rpn were not provided, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. (B)(4) is related to (B)(4) (MFR# 3002808486-2019-00747). Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.